Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and found needle separated from sensor base and then inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis. In summary, the customer complaint for sensor damage prior use could not be confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer tried to open the sensor from the packaging, it seems like the little blue thing that goes into the serter is broken. The customer requested assistance with pump programming. The customer reported no adverse event. The event involved product(s) mmt-7040a, and mmt-1884. Troubleshooting was performed for the packaging anomaly, and the non-serialized product was replaced. The customer reported that the packaging reported as not sealed properly, misshapen, or sterile, packaging was not intact. Troubleshooting was performed for the pump programming, and assisted customer with requested programming. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-7040a was requested, and the customer's response was that the device would be returned. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.